Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. ¿ pain: unable to observe as it is not related to the manufacturing process. As per the investigation procedure observed an opening assessed as surgical damage and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported right side exchange from textured to smooth breast implants due to the patient¿s concern with the product and tenderness. The healthcare professional reported ¿hole on patch side [that] could be due to capsulotomy¿ and within damage due to explant surgery: ¿possible due to thick capsular and an old intracapsular hematoma¿ device explanted.